Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 510 mg/dl. Customer was vomiting and elevated heart rate. Hospital treated with insulin drip and IV. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.